Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's flow sensor was replaced on the device. Additional findings not related to the malfunction/issue were the air foam filter being replaced due to a system error found in the system error logs. The following parts were replaced due to contamination found in the device: blower, bellow, muffler, low flow tubing, and in-line filter proximal. There was damage to the rear cover, and needs replacing on the device.